Event description:
It was reported that a patient underwent a cardiac ablation procedure, and the patient experienced esophageal fistula, and the patient had passed away from esophageal fistula. The patient was seen and treated at a different hospital, not the hospital where the ablation was performed. The physician did not have any other information regarding the details. It is unknown if the operating physician is aware of the event. The catheter may have been a qdot catheter. No catheter information was provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Based on the information provided, it seems that the patient died due to a complication of the ablation procedure. An atrio-esophageal fistula is a rare but a high mortality complication of cardiac ablation. Many circumstances during ablation on the la posterior wall with radiofrequency can contribute to the development of an atrio-esophageal fistula. No device malfunction with biosense webster inc. (Bwi) products was noted during the procedure. However, the death cannot be completely dissociated from the ablation catheter as ablation had occurred during the procedure and the information about what happened during the procedure is limited.

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. Since no serial number was provided, no manufacturer record evaluation could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B2. Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date. B3. Date of event: the event date is unknown. However, the reporter thinks that the procedure date was early to (B)(6) 2024. Therefore, the date of event is populated with 01-sep-2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure, and the patient experienced esophageal fistula, and the patient had passed away from esophageal fistula. Since the serial number was not provided, no device analysis can be conducted, and no determination of possible contributing factors could be made. If the serial number of the equipment or additional information is received in the future, an investigation will be performed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).